Manufacturer narrative:
It was reported that the patient was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient with another cochlear device as of this date of report.

Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient initially experienced skin breakdown at the implant site. There was also blood stain on the postauricular wound. The implanted device remains. Explant is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient's implanted device has extruded for a second time due to infection at the postauricular surgical site. The patient subsequently required hospitalization and was treated with both oral and intravenous antibiotics. Additional information has been requested but was not available at the time of this report.